Event description:
Information received indicates a nurse was assisting a pt in turning when the pt reached over with their right hand to hold the siderail and the siderail released. The pt rolled out of bed and onto the floor on her knees. No injury. The account stated right now the rail is latched and they cannot duplicate the failure.

Manufacturer narrative:
The field technician tested all of the siderails on bed and found they were all latching. The field technician could not duplicate the failure.